Manufacturer narrative:
The location of the device is unknown. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that "sutures didn't capture" with a proglide device relative to an angio procedure. A new perclose was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.na.